Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer was not able to rewind the pump. Troubleshooting was not completed. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, rewind, prime, basic occlusion, force sensor, occlusion, and self tests. No unexpected an error in the motor was detected by reading unexpected value from hall sensor error alarms were noted. Motor was tested outside device, and it passed. Per visual inspection there were dried out traces of liquid on the motor assembly including the home motor switch. (B)(4).